Manufacturer narrative:
Unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unit received with cracked case at belt clip rail corner.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated that the battery compartment going through the belt clip was crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.